Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. The event log verified that operation to stop airflow had been done. Confirmed that no error code indicating occurrence of a failure had been recorded. The therapy data was checked and internal checking performed and confirmed that there was no abnormality in the device. Since there was no abnormality, no part was replaced.